Event description:
It was reported that continuous glucose monitor showed error message and caller experienced high daily battery use on pump. There was no reported impact to the customer¿s blood glucose level. Technical Support guided caller through full pump reset, error message did not return, caller successfully resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.